Manufacturer narrative:
The device was returned to olympus as part of a corrective action to have the forceps elevator mechanism replaced. The evaluation found the bending section rubber glue cracked on the distal end cover and insertion tube. Chips and scratches were also noted on the light guide lens and distal end. The device passed leakage testing. The device was repaired and returned to the user facility. Due to the criticality of the device failures noted, the most likely root cause of the reported event is due to improper maintenance of the device. The instruction manual contains several warning statements in an effort to prevent severe equipment damage and patient injury. ¿before each case, prepare and inspect this instrument. If irregularities are suspected after inspection, follow the instructions given in chapter 5, ¿troubleshooting¿. If this instrument malfunctions, do not use it. Using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage.¿ in addition, an olympus endoscopy support specialist (ess) was requested to be dispatched to the user facility to assess and observe the account¿s reprocessing practices and to provide reprocessing training if necessary. The facility denied the ess visit.

Manufacturer narrative:
The owned duodenoscopes referenced in this report were serviced and repaired by a non-olympus third party service entity. Olympus followed up with the facility via telephone and in writing regarding the reported event but with no results. As part a prior investigation, olympus dispatched an endoscopy support specialist (ess) to the user facility to observe their reprocessing practices. The ess performed an in-service on august 28, 2015 and february 22, 2016 and no reprocessing deviations were observed. The ess instructed the facility to contact (B)(4) for proper usage of the aer. This report is being filed to account for 3 of 3 device positive cultures. Please cross reference previously reported patient infection /death MFR. Report numbers: 2951238-2015-00426, 2951238-2015-00427, 2951238-2015-00428, 2951238-2016-00382, 2951238-2016-00383, 2951238-2016-00384 and 2951238-2016-00385.

Event description:
Olympus received an article on june 02, 2016 entitled ¿11 deaths at (B)(6) hospital among patients infected by dirty scopes¿ and a copy of the (B)(6), which claims that a retrospective investigation had been conducted at the facility that included identification of up to 35 cases of possible MDR pseudomonas aeruginosa; however, only 16 patient infections were confirmed and 11 of those patients have expired. The report alleges that all of the patients had undergone endoscopic retrograde cholangiopancreatography (ercp) procedures between january 2013 and august 2015 with one or more of the duodenoscopes (two tjf-160f and onetjf-q180v) that were reportedly linked to the outbreak. It was reported that in (B)(6) 2016, the user facility notified (B)(6) of new positive MDR pseudomonas aeruginasa blood and urine cultures isolated from a patient who had undergone an ercp procedure in (B)(6) 2013 with one of the tjf-160f duodenoscopes linked to the prior 15 case patients. The investigation reported that on (B)(6) 2015 one of the duodenoscopes (tjf-160) was taken out of service and on (B)(6) 2015 at the recommendation of (B)(6), the second duodenoscope was also removed from service. As of may 18, 2016 death certificates were registered in (B)(6) for 11 patient however only one of the certificates list the cause as "pseudomonas bacteremia." The report states that the facility had five duodenoscopes; three were owned (two tjf-160f, one tjf-q 180v), and two were loaners (tjf-160f). The facility utilizes three automated endoscope reprocessors (aers) which are manufactured by (B)(4) (model: dsd-201). The report indicated that all three owned duodenoscopes tested positive for pseudomononas aeroginosa which matched patient cultures. It is unknown whether the account either cultured or recovered microorganisms form the loaned duodenoscopes. As part of the (B)(6) investigation an onsite visit was conducted on august 20, 2015. The public health team observed visible residue in an aer basin. These findings did not implicate a source for pseudomonas aeruginosa, but did indicate a need for general improvement in environmental conditions and aer maintenance. (B)(6) recommended that the user facility implement all corrective actions provided by cdph l&c and cms including improving duodenoscope storage conditions and correction of reprocessing procedures that did not follow nationally recognized standards. (B)(6) recommended that the user facility update policies and procedures for maintenance, storage, and surveillance cultures according to the most current cdc and manufacturer (olympus) guidelines. The user facility implemented a plan for surveillance monitoring for new cases. (B)(6) also recommended thorough servicing of aers, and replacement of all replaceable parts in the aers, including tanks. On september 11, 2015 the public health team returned to the site and confirmed that the user facility was reprocessing every duodenoscope twice. The facility had implemented improvements to duodenoscope reprocessing and storage. The reports state that the user facility was provided current recommendations from olympus to return all tjf-q180v duodenoscopes for elevator mechanism replacement and new reprocessing instructions. The report stated that no additional cases were identified via weekly prospective surveillance from august 20, 2015 to december 11, 2015, or via patient notification and testing.